Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with results obtained results of 291 and 434mg/dl. The expected fasting blood glucose test result range is 100 to126mg/dl. The customer did report symptoms of headache, weakness and dizziness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:125mg/dl date:(B)(6) time:02:53am fasting, result 2:122mg/dl date:(B)(6) time:04:44am fasting, result 3:103mg/dl date:(B)(6) time:05:42am fasting, result 4:291mg/dl date:(B)(6) time:02:06pm fasting, result 5:434mg/dl date:(B)(6) time:09:45am fasting. Customer states the meter is reading high. She stated that on date of (B)(6) 2018 she was not feeling well. Customer tested with our meter and the results were higher than normal. Customer assume it was due to the new medication she was taking (prednisone) which is a steroid and will raise the blood sugar levels. Customer took a nap and when she woke up, she was feeling weak and dizzy. She went to the doctor's office soon after testing was performed on meter, customer then went to the hospital where additional test were performed. No treatment was provided. The result of 125mg/dl fasting glucose meter at doctors office and 130mg/dl fasting wiith lab testing at hospital.